Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in atrial fibrillation. It was noted that the right ventricular lead exhibited increased capture thresholds, the pacing lead impedance had increased significantly and there was no reliable sensing . Programming changes were made to disable therapy. The lead was subsequently explanted and replaced. The patient was stable.